Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-jan-2020 from a healthcare professional (hcp) via a company representative who reported that the physician was eventually able to aspirate after clearing the catheter. No further complications were reported/anticipated.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6). It was reported that the actual volume in (B)(6) was 20ml and the expected volume was 11ml (note: this conflicts with the previous report that 26ml were aspirated). The patient had not had any falls or traumas since the pump replacement and a dye study was performed on (B)(6). The hcp was unable to aspirate from the cap and decided to push dye through the catheter. There was some resistance, but the hcp was successful. The hcp did not want to prime the total catheter volume at the time of report. It was noted that the patient was locked out of receiving a bolus for 24 hours, but it was confirmed that the patient activated (pa) programming was disabled.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 4.491 mg/day), bupivacaine (20 mg/ml at 5.988 mg/day), and clonidine (0.3 mcg/ml at 0.089 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported since the pump replacement procedure on (B)(6) 2019 the patient had had an increase in pain. They went to refill the pump today ((B)(6) 2019) expecting 11.9 ml, but they aspirated 26 ml. The pump logs showed no abnormalities and the hcp confirmed no programming errors were made on (B)(6) 2019. The hcp did not have a cap (catheter access port) kit to aspirate the catheter at the time of the report. He planned to do a cap aspiration at a later date and potentially do a dye study. No further complications have been reported as a result of this event.